Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement power supply shipped to site. Medtronic investigation of returned suspect device confirmed 28vdc is not functioning. All other outputs good. Internally only one component is visually compromised and appears to be a current limiting resistor. Electrical failure - power supply malfunction - directly caused event.

Event description:
A medtronic representative reported that when turning on the site navigation system, there was a spark and a burning smell. In trouble-shooting, the system was inspected and the surgeon monitor was found to not be receiving power, the remaining multi-out power supply was functioning properly. No further details were provided. There was no patient present when this issue was identified.